Event description:
The customer stated that the hemoglobin control values, run on the cell dyn 1800 analyzer are otu of range high. This required the customer to repeat controls multiple times because controls were out of range. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.